Event description:
The customer had experienced consistently high bg levels the first day this pod was worn. His bg level was 323mg/dl when the device was first applied and a correction bolus was administered; four hours later, however, his levels had not changed. Two subsequent correction boluses were administered within ten minutes, but two hours later his bg's had increased to 500mg/dl. (Note: a high amount of carbohydrates, 62g, had been consumed during this time, which potentially contributed to the climb in bgs.) A bolus was administered in response to the 500mg/dl reading and levels successfully lowered to 387mg/dl three hours later. But despite yet another bolus, his bg level had increased once again to 415mg/dl within 40 minutes despite the bolus. Insulin delivery with the pod was suspended and a manual injection was administered. The pod was deactivated three hours later. He reported that the "cannula was bent," though no alarm was initiated. The pod was discarded and will therefore not be returned for eval.

Manufacturer narrative:
The pod was not returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. In addition, we are unable to confirm whether the reported cannula "bend" had contributed to insufficient insulin delivery. Based on the bg history provided by the customer, however, it is assumed that the cannula bend was a potential contributing factor. On three instances, the customer had delivered correction boluses that failed to lower bg levels; it is expected that his bg levels would have gone down in response to the boluses. (Without the pod returned for eval, however, we cannot determine whether the high bg levels were due to physiological conditions or whether the reported cannula bend may have been a factor.) In addition, there is no indication that the pod had initiated an occlusion alarm in response to the cannula bend. If insulin flow to the user was obstructed by the bend, the pod should have initiated an occlusion alarm. A review of lot qualification test results for this pod lot could not be performed as the lot number was not provided.